Manufacturer narrative:
(B)(4). Method: the device was received for analysis and visual and functional inspections were preformed. A review of the device history record (DHR) was performed. Results: the bolus indicator was received at the bottom with the button in the upward position. When opening the pinch clamp, infusion was immediately observed. Infusion was verified on all the saf flow rates and it flowed. 0ml/hr did not infuse. The button was depressed, bolus button functions properly. This was repeated a few times; the bolus button latched properly and dispensed the medication, the bolus had no issues refilling. The bolus dispensed 5.02g of fluid. No issue with the functionality of the bolus was observed. There were no kinks observed in the tubing or pump. Bolus button testing was performed with the pressure set to 8.55psi. The bolus was detached from the pump and the tubing was bonded back together with a male and female luer using cyclohexanone. The bolus button safety test results yielded an average delivery amount of 2.1375g; the average is within specifications. The bolus volume test results yielded an average delivery amount of 5.03g, all results are within specifications. There were no kinks observed in the tubing or pump. Conclusions: the investigation summary concludes that the bolus button functioned as intended and observed no issues. During pca safety bolus test and bolus volume testing, results met specifications using the average bladder pressure. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncr's) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: asku. Flow rate: asku. Procedure: ankle procedure. Cathplace: leg. It was reported by a clinical specialist on 11/5/2015 that a patient's bolus button was stuck on the pump and the patient had no pain relief. It was also noted that the catheter was readjusted prior to the patient being discharged from the facility. The bulos button was stuck down and then the patient's mother went online and after watching and learning about the device was able to get the button to rise again. The next time the bolus button was depressed it again was stuck down. It was confirmed with the patient's mother that the yellow indicator was and remained in the lower most position. The device is available for return.